Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. Sections e2/e3 remain unknown. The legal manufacturer performed a review of the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated there is no repair records. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was to the legal manufacturer for evaluation, therefore the exact cause of the reported malfunctions could not be conclusively determined. Based on the service evaluation, the no image on 180 series type endoscopes malfunction was due to a failure of the patient board set. The reported phenomenon is a known issue. Therefore, since this product is a product before countermeasures due to the change in the operational amplifier circuit design of the dr board, it is likely that the image disappeared due to the failure of the operational amplifier. Countermeasure products shipped after june 13, 2018 after june 14, 2018. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The reported no image malfunction with 180 series type endoscopes/camera heads was confirmed and attributed to a defective printed circuit board. Additionally, the main switch requires an upgrade to the latest version, also a software upgrade to the latest version is recommended. The repair is pending. A review of the repair history for the referenced device shows no previous repair records; purchased on (B)(6) 2012. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the user facility that the evis exera iii video system center did not display an image with 180 series type camera heads or endoscopes during preparation for use. No patient involvement was reported.